Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient advocate stated the patient was in the hospital for cardiac arrest. No further details were provided, thus the case of the cardiac arrest is unknown. The field representative is attempting to obtain further information from the clinic. The pacemaker remains in service and no further adverse patient effects were reported.